Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, patient was unable to locate sensor wire. Patient inserted sensor in buttocks which is not an approved site. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.